Event description:
It was stated that the customer was hospitalized for low blood glucose . The customer's blood glucose was as low as 20 mg/dl and it was 38 mg/dl when the paramedics were called. The customer was 15 weeks pregnant. Her blood glucose reading was 90 mg/dl at the time of the phone call. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was programmed correctly as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.